Manufacturer narrative:
The manufacturer's service technician confirmed the reported issue. Review of the device diagnostic history indicated the presence of multiple error codes suggesting that an spi bus failure occurred. The spi bus is an internal communication link between the cpu and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device unit alarmed due to a data acquisition pcb adc reference failure and stopped working. There was no patient harm.